Event description:
This solicited device case from (B)(6) was received on (B)(6) 2015 from the pt via a pt support program. This case involves a (B)(6) female pt who developed intense allergy and could not walk after receiving treatment with synvisc one. The patient's medical history included several types of allergy (unspecified substances allergy), obesity, and high blood cholesterol (currently being normalized) and unspecified hormonal disorders. Relevant concomitant medications included bethanechol chloride (liberan) for hormonal replacement therapy, ketoprofen (profenid) for inflammatory processes and simvastatin. On (B)(6) 2015, the pt received treatment with intra-articular synvisc one injection, once (dose, batch/lot number, expiry date: not provided) into an unspecified location. On the same day, the pt experienced an intense allergy in which the leg she received the injection (unspecified) was swollen, with raised mark on skin, itching, painful, with redness and numb toes, by which she could not walk while getting back home, her throat was closing up and itching. The pt sought an allergist who prescribed fexofenadine hydrochloride (allegra), prednisolone (predsim) and ketoprofen (profenid) and ice application. It was reported that after the corrective treatment, the pain and itching improved. Outcome: unk for both the events. A pharmaceutical technical complaint (ptc) was initiated and the results were pending for the same. Seriousness criteria: required intervention for the event of intense allergy. Reporter causality assessment: not reported for both the events. Company causality: associated for both the events.